Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Motor was tested outside of the device and passed. The pump was received with grinding motor noise anomaly during rewind, problem isolated to motor assembly. The pump was received with scratched casing and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the piston was a lot louder than usual when they loaded the reservoir. The customer's blood glucose level was unknown at the time of the incident. The insulin pump passed displacement test. The product was returned for analysis.